Manufacturer narrative:
11/11/96 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Additional data entered in d9 and e1.

Event description:
The device was supplied during a low anterior resection. Reportedly, the staples did not form properly. The surgeon completed the procedure by manually suturing. The hosp has reported no pt injury occurred.